Manufacturer narrative:
Device evaluation update: g4, g7, h2, h3, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to leaking inspiration valve nt. Initiated main electronics replacement.

Manufacturer narrative:
Log shows that, on start-up test, alarm 400,401 and 316 triggered while ventilation is "off". This log entry contradicts the customer reported complaint that alarms occur during ventilation on a patient. It was also reported that the patient was placed to other ventilator and there was no harm reported. On (B)(6) 2019, alarm 400 occurred all together while 401-device leaky alarm triggered the 316-blower failure alarm. After the o2 cell has replaced, alarm 401 and 316 disappeared. The customer is advised to perform another inspiration block/ valve test. After the test, screenshot shows that leakage test keeps on failing. Log then shows that there was a leak of 1.81l min while the inspiration port is open and 2l while the port is closed. Hence, while blower is turnoff, the flow inspiration reading is 1.9 l/min. At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported alarms 401-inspiration valve or device leaky and 316-blower failure occur during clinical use. The involved patient transferred to another ventilator. Furthermore, there was no harm to patient reported at the time of event.